Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'upstream occlusion alarm when it was not present' could not be reproduced during evaluation. A review of the event history log identified multiple presence of 'upstream occlusion!' But were not determined if the alarms were true or false. The pump set up, IV set used, environmental conditions and fluid being infused are unknown. The reported condition was not verified. The evaluator found the device to function as intended during testing on the flow line. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none was present. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.